Manufacturer narrative:
Correction: h8 was inadvertently omitted from the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that the probe was damaged due to handling, causing the internal oil to leak. The event can be detected/prevented by following the instructions for use which state: "never push or pull the ultrasonic probe with excessive force or withdraw it into the bending section of the endoscope during probe rotation (real-time mode). Manipulate the ultrasonic probe slowly and carefully when the endoscope is sharply angled or the forceps elevator is raised. Forcefully pushing or pulling the ultrasonic probe may damage it." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the tip of the ultrasound probe fell off during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the ultrasound probe tip was damaged with a crack that may have leaked out internal oil, a bubble inside of the probe, and a failure to display the ultrasound image. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.